Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on 2019-jul-26 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that a volume discrepancy occurred on an unknown date. The actual reservoir volume (arv) was greater than the expected reservoir volume (erv), but volumes were unknown. No troubleshooting was performed and no patient symptoms were reported. No further complications were reported or anticipated. Additional information was received from an hcp via a manufacturer representative on 2019-jul-30. It was reported that no actions or interventions had been taken yet to resolve the volume discrepancies. It was noted that the physician and patient had been recording the discrepancies over the last three refills. The physician who performed refills only refills the pump and does not troubleshoot or perform surgical interventions, and the implanting physician no longer managed or implanted pumps. It was further noted that the patient had been dismissed from the only other physician in their area who managed/refilled pumps. The cause of the volume discrepancy was undetermined at the time of report and it was unknown if the patient would go to have troubleshooting and surgery performed.